Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post implant of the implantable pulse generator (ipg) system, the ipg system was explanted and heart valve surgery was performed due to an unknown vegetation source.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up was received and the source of the infection was noted to be infective endocarditis of the aortic and mitral valves.